Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient experienced a urinary tract infection (uti) and inflammation around the ipg. Xray confirmed inflammation. They will wait to hear back from the doctor on how to proceed. The patient will report back with updates. It was later reported that the patient is out if state for the summer and will provide updates if further medical attention was provided.

Event description:
It was reported that the patient experienced a urinary tract infection (uti) and inflammation around the ipg. Xray confirmed inflammation. They will wait to hear back from the doctor on how to proceed. The patient will report back with updates. It was later reported that the patient is out if state for the summer and will provide updates if further medical attention was provided.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.